Manufacturer narrative:
(B)(4). Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined the cause of the failure to be a cracked filter, designator fl29.

Event description:
It was reported that the device illuminated the service indication and logged event codes in the memory. Physio-control investigation found a failure that would impact defibrillation therapy by affecting the positive portion of the energy waveform.